Manufacturer narrative:
During the investigation of the autopulse platform (sn (B)(4)) on 07/01/2021, the initial functional testing of the autopulse platform could not be performed due to the extensive damages around the battery compartment; as a result, the battery cannot be inserted into the autopulse platform. Based on the photos provided by the service team, noticed multiple cracks and broken parts on both the top cover and the bottom covers around the battery compartment and a crack on the screw well area. In addition, noticed a crack on the processor board and a broken connector on the processor board. The observed physical damages are appeared to be the characteristics of harsh impact, likely caused by user mishandling such as a drop. The damaged parts were replaced to address the observed physical damages. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the investigation of the autopulse platform (sn (B)(4)) on 07/01/2021, the initial functional testing of the autopulse platform could not be performed due to the extensive damages around the battery compartment; as a result, the battery cannot be inserted into the autopulse platform. No patient involvement.